Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 28aug2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that her humapen ergo ii injection dose was inaccurate. The patient experienced increased blood glucose. The investigation of the returned device (batch 1109d01, manufactured september 2011) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The patient used the device since 2014 which is beyond the approved use life. The user manual states the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond the approved use life. Since the device functioned normally and met dose accuracy and glide (injection) force specifications, this is likely not relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned an 82-years-old female patient of han nationality. Medical history, previous drug adverse reaction and family drug reaction were none. Concomitant medications included metformin for diabetes mellitus. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30, 100u/ml) from cartridge via a reusable device humapen ergo ii, at an unknown dose twice a day subcutaneously for the treatment of diabetes mellitus, beginning on an unspecified date in 1999. On an unknown date, after starting human insulin isophane suspension 70%/ human insulin 30% therapy, sometimes due to anger and narrow-minded, she could not sleep and her fasting blood glucose was 17.9 (unit and reference range not provided) in the morning. Because the blood glucose could not be down, she changed the human insulin isophane suspension 70%/ human insulin 30% dose for several times according to the doctors advice. On an unspecified date in (B)(6) 2019, after starting human insulin isophane suspension 70%/ human insulin 30% therapy, her humapen ergo ii device failed and malfunctioned further described that the injection screw could not move out ((B)(4) and lot number: 1506d02). As of (B)(6) 2019, she was using 20 units in morning and 22 units in the evening dose of human insulin isophane suspension 70%/ human insulin 30% therapy. On an unknown date, during the use of human insulin isophane suspension 70%/ human insulin 30% therapy, the hypoglycemia effect of human insulin isophane suspension 70%/ human insulin 30% was not ideal and her blood glucose was more than 10 (unit and reference range not provided) (batch number: c906334a and (B)(4)). On an unknown date in (B)(6) 2019, while on human insulin isophane suspension 70%/ human insulin 30% therapy, the pen showed an insulin that could not be used for five days as injection dose was inaccurate due to which her blood glucose was now 50 (unit and reference range not provided) (batch number: 1109d01, and (B)(4)). The event blood glucose increased was considered as serious due to medical significance reason. Also, there was an omission of injection. On an unspecified date in (B)(6) 2019 date she had poor blood glucose and blood glucose was not good (values, units and reference range were not provided) because she injection inaccurate dosage of human insulin isophane suspension 70%/ human insulin 30% and also missed doses because humapen ergo ii third device malfunction which she started on (B)(6) 2019 ((B)(4); lot number: unknown). Information regarding corrective treatment was not provided. Outcome of the events blood glucose increased (serious), blood glucose increased (non-serious-second episode), lack of drug effect, incorrect dose administered and blood glucose abnormal was not resolved while that of remaining events was not provided. Human insulin isophane suspension 70%/human insulin 30% therapy was continued after dose change. The operator of the humapen ergo ii and his/ her training status were not provided. The general duration of use of humapen ergo ii devices were not provided. The duration of use for suspect humapen ergo ii with (B)(4) age was of five years (approximately) as started on an unknown date in 2014. The duration of use for suspect humapen ergo with (B)(4) was started on (B)(6) 2019 approximately a days use. The device with (B)(4)was not returned to the manufacturer as the issue was solved by a diabetic educator and the pen worked normally. The device associated with (B)(4), which was manufactured in sep2011, and was returned to the manufacturer on 22jul2019. The humapen ergo ii device with (B)(4) was continued and its return was not expected as the usage concerns resolved, and the device was reported to be working properly. The initial reporting consumer was unsure if the events insomnia and blood glucose increased (non-serious-first episode) and blood glucose abnormal ad missed dose (second episode) were related to human insulin isophane suspension 70%/human insulin 30% drug and considered that the remaining events were related to human insulin isophane suspension 70%/human insulin 30% drug. The reporting consumer assessed the event of blood glucose increased (first episode) and incorrect dose administered as related with first humapen ergo ii and events of blood glucose increased (first and second episode), incorrect dose administered and lack of drug effect as related with second humapen ergo ii and blood glucose abnormal, blood glucose abnormal and missed dose (second episode) as related with third humapen ergo ii device. Update 12-jul-2019: additional information was received from the initial reporting consumer on 09-jul-2019, 10-jul-2019 and 11-jul-2019 were processed together. The case was upgraded to serious upon addition of one serious event of blood glucose increased with medical significance reason. Added two laboratory test of blood glucose, a suspect device, one serious event of blood glucose increased and four non-serious events of inaccurate dose administered, lack of drug effect, missed dose and blood glucose increased. Updated causality statement and narrative with new information. Update 18-jul-2018: additional information received from global product complaint department on 16-jul-2019. Product complaint (pc) number was received. Updated narrative. Edit 18jul2019: updated medwatch fields for expedited device reporting. No new information added. Update 22-jul-2019: additional information was received from the initial reporter on 17-jul-2019. Added new suspect reusable humapen device associated with non-serious events with unknown lot number and start date with (B)(6) 2019 and two non-serious events of blood glucose abnormal and missed dose (second episode) and two new dosage regimen of with unknown lot number and lab test with blood glucose abnormal and reported product complaint with (B)(4) processed accordingly. Updated device statement, causality statement and narrative with new information. Update 26-jul-2019: information was received on 23-jul-2019. No new medically significant information was added to the case. Update 28aug2019: additional information received on 27aug2019 and 28aug2019 from the global product complaint database which were processed together. Entered device specific safety summary (dsss) for (B)(4). Updated the medwatch fields/ european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device for (B)(4) associated with lot 1109d01 of humapen ergo ii device. Corresponding fields and narrative updated accordingly. Upon internal review, updated the device age from 1 year to 5 years.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned an (B)(6)-years-old female patient of (B)(6) nationality. Medical history, previous drug adverse reaction and family drug reaction were none. Concomitant medications included metformin for diabetes mellitus. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30, 100u/ml) from cartridge via a reusable device humapen ergo ii, at an unknown dose twice a day subcutaneously for the treatment of diabetes mellitus, beginning on an unspecified date in 1999. On an unknown date, after starting human insulin isophane suspension 70%/ human insulin 30% therapy, sometimes due to anger and narrow-minded, she could not sleep and her fasting blood glucose was 17.9 (unit and reference range not provided) in the morning. Because the blood glucose could not be down, she changed the human insulin isophane suspension 70%/ human insulin 30% dose for several times according to the doctors advice. On an unspecified date in (B)(6) 2019, after starting human insulin isophane suspension 70%/ human insulin 30% therapy, her humapen ergo ii device failed and malfunctioned ((B)(4) and lot number: 1506d02). As of (B)(6) 2019, she was using 20 units in morning and 22 units in the evening dose of human insulin isophane suspension 70%/ human insulin 30% therapy. On an unknown date, during the use of human insulin isophane suspension 70%/ human insulin 30% therapy, the hypoglycemia effect of human insulin isophane suspension 70%/ human insulin 30% was not ideal and her blood glucose was more than 10 (unit and reference range not provided) (batch number: c906334a and pc number: (B)(4)). On an unknown date in (B)(6) 2019, while on human insulin isophane suspension 70%/ human insulin 30% therapy, the pen showed an insulin that could not be used for five days as injection dose was inaccurate due to which her blood glucose was now 50 (unit and reference range not provided) (batch number: 1109d01, and pc number: (B)(4)). The event blood glucose increased was considered as serious due to medical significance reason. Also, there was an omission of injection. On an unspecified date in (B)(6) 2019 date she had poor blood glucose and blood glucose was not good (values, units and reference range were not provided) because she injection inaccurate dosage of human insulin isophane suspension 70%/ human insulin 30% and also missed doses because humapen ergo ii third device malfunction which she started on (B)(6) 2019 ((B)(4); lot number: unknown). Information regarding corrective treatment was not provided. Outcome of the events blood glucose increased (serious), blood glucose increased (non-serious-second episode), lack of drug effect, incorrect dose administered and blood glucose abnormal was not resolved while that of remaining events was not provided. Human insulin isophane suspension 70%/human insulin 30% therapy was continued after dose change. The operator of the humapen ergo ii and his/ her training status were not provided. The general duration of use of first humapen ergo ii and the suspect humapen ergo ii age was of five years (approximately) as started on an unknown date in 2014. The general duration of use of second humapen ergo ii and the suspect humapen ergo ii age was one year (conflicting information) as it was started on an unknown date in 2018. The general model third humapen ergo ii duration and the suspect humapen ergo ii duration of use was not provided however, it was started on (B)(6) 2019. Action taken with first and second humapen ergo ii devices and their return status was not provided. The third humapen ergo ii device suspect was continued and its return was not expected as the usage concerns resolved, and the device was reported to be working properly. The initial reporting consumer was unsure if the events insomnia and blood glucose increased (non-serious-first episode) and blood glucose abnormal ad missed dose (second episode) were related to human insulin isophane suspension 70%/human insulin 30% drug and considered that the remaining events were related to human insulin isophane suspension 70%/human insulin 30% drug. The reporting consumer assessed the event of blood glucose increased (first episode) and incorrect dose administered as related with first humapen ergo ii and events of blood glucose increased (first and second episode), incorrect dose administered and lack of drug effect as related with second humapen ergo ii and blood glucose abnormal, blood glucose abnormal and missed dose (second episode) as related with third humapen ergo ii device. Update 12-jul-2019: additional information was received from the initial reporting consumer on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019 were processed together. The case was upgraded to serious upon addition of one serious event of blood glucose increased with medical significance reason. Added two laboratory test of blood glucose, a suspect device, one serious event of blood glucose increased and four non-serious events of inaccurate dose administered, lack of drug effect, missed dose and blood glucose increased. Updated causality statement and narrative with new information. Update 18-jul-2018: additional information received from global product complaint department on (B)(4) 2019. Product complaint (pc) number was received. Updated narrative. Edit 18jul2019: updated medwatch fields for expedited device reporting. No new information added. Update 22-jul-2019: additional information was received from the initial reporter on (B)(6) 2019. Added new suspect reusable humapen device associated with non-serious events with unknown lot number and start date with (B)(6) 2019 and two non-serious events of blood glucose abnormal and missed dose (second episode) and two new dosage regimen of with unknown lot number and lab test with blood glucose abnormal and reported product complaint with (B)(4) processed accordingly. Updated device statement, causality statement and narrative with new information. Update 26-jul-2019: information was received on 23-jul-2019. No new medically significant information was added to the case.